Event description:
The physician placed an embo sheild in the right internal carotid artery (ica) followed by deployment of an xact self-expanding stent. This was post-dilated with a six by twenty (6x20) millimeter balloon, leaving a ten percent (10%) smooth residual stenosis. The medrad physically shut for ten to 15 (10-15) minutes after the emboshield had been deployed. The physician who performed the procedure was not certified but working under supervision. It was reported the patient tolerated the procedure well but her blood pressure had dropped. After the case, the patient went to the recovery room and was seemingly doing fine. When she was about to be discharged to home, it was discovered that she was unable to move her left arm or leg as she had had a stroke. At last report she was still in the hospital .